Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported an angio-seal was placed via the right femoral arteriotomy with no initial problems noted and the pt was taken to the recovery room. When the pt was deemed ready for discharge, the pt sat up, and a pop in the groin was felt. A large hematoma formed and manual compression was applied for over two hours, without success. An ultrasound was performed to diagnose the internal bleeding. The pt underwent surgery (date unk) for a clip insertion to stop the bleeding. The pt was reported to be stable after the procedure.